Event description:
During a follow-up conversation with the home pt regarding a system error 2240, the home pt stated that in 2004 their transfer set separated from the titanium adapter on their catheter. The home pt presented to the clinic with their catheter clamped off, and their transfer set was replaced at that time. The transfer set was 3 months old at the time of the separation. No pt injury or medical intervention was associated with this incident per the home pt's nurse.